Event description:
It was reported that upon interrogation of the device was found to be in backup vvi mode. The device had been left in a car and was possible that the device was exposed to cold temperatures. The device was not implanted.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power-on reset. The device was tested in the temperature chamber and lost ability to communicate via telemetry. The root cause of the backup vvi was due to a connection anomaly with the connector. (B)(6).